Event description:
Case description: investigation results: novopen 4 batch no: fvgb623. The product was not returned for examination. Since last submission the case has been updated with the following: -investigation result updated. -annex b, c, d and g codes updated -narrative updated accordingly references included: reference type: e2b linked report reference ID#: (B)(4) reference notes: same patient final manufacturer's comment: 01-mar-2023: the suspected device (novopen 4) has not been returned to novo nordisk a/s for the investigation. The batch trend analysis and reference sample examination revealed nothing abnormal. No abnormalities relating to the observed problem were found. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of diabetes mellitus is a risk factor for the development of hyperglycaemia. H3 continued: evaluation summary novopen 4 batch no: fvgb623. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Cartridge holder was broken [device breakage]. Hyperglycemia [hyperglycaemia]. Case description: study ID: (B)(4). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height: 165 cm. Patient's weight: 73 kg. Patient's bmi: 26.81359040. This serious solicited report from egypt was reported by a consumer as "hyperglycemia(hyperglycemia)" beginning on may-2022 , "cartridge holder was broken(device breakage)" beginning on may-2022 and concerned a 59 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", current condition: diabetes mellitus (type not reported, 19 years ago), diabetic neuropathy, diabetic retinopathy procedure: performed cataract (in 2014). Concomitant medications included - mixtard penfill(insulin human) suspension for injection ongoing, mixtard penfill (insulin human) cidophage (metformin hydrochloride). Treatment medications included - mixtard 30(insulin human). On unspecified date in may-2022, patient experinced hyperglycemia with blood glucose reached over 500 mg/dl as the patient pen was not working and by investigation it was found that the the cartridge holder was broken it was reported that the patient most recent glycosylated haemoglobin (hba1c) around the time of the event "hyperglycemia" was 13.5 % batch number of novopen 4: fvgb623 the outcome for the event "hyperglycemia(hyperglycemia)" was recovered. The outcome for the event "cartridge holder was broken(device breakage)" was not reported. Reporter's causality (novopen 4) - hyperglycemia(hyperglycemia) : probable cartridge holder was broken(device breakage) : unknown. Company's causality (novopen 4) - hyperglycemia(hyperglycemia) : possible cartridge holder was broken(device breakage) : possible. References included: reference type: e2b linked report. Reference ID#: (B)(4). Reference notes: same patient.